Event description:
Customer reportedly received results of 529 mg/dl and 229 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer did not return test strips; replacement was sent.